Event description:
While advancing the introducer sheath for placement of the excluder bifurcated endoprosthesis devices, a dissection of the iliac artery occurred. A vascular graft was implanted to repair the dissection. The procedure was successfully completed. There was no adverse outcome for the pt. No allegation of deficiency regarding any of the excluder devices used in this case was made.